Event description:
Event description guidant received information that during an animal implant study, this device was unable to capture in the atrium or the ventricle. It was suspected that current was leaking from the device.